Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that right ventricular (rv) pacing lead has shown an increasing impedance trend to high impedance when programmed bipolar since a fall that occurred approximately 14 months ago. Normal ranges were noted for pacing impedance when programmed unipolar. A possible fracture and insulation damage were suspected. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.